Event description:
During an in clinic follow up, decreased sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a rv lead dislodgement was noted. Too much lead slack was suspected as the cause of the dislodgment. During the rv lead revision procedure, the suture sleeve was misplaced and suspected to be in the vein. The system was explanted and additional imaging is anticipated to locate the misplaced suture sleeve. The patient was stable.

Event description:
Additional information was received indicating the sleeve was not found with any diagnostic imaging. A new system was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, lead slack issue, r-wave amplitude variation and suture sleeve movement. As received, a complete lead was returned in one piece. The reported events of r-wave amplitude variation and suture sleeve movement were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Unable to perform suture sleeve analysis due to the suture sleeve not returned with the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.